Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(6) clinical study. Index ablation procedure was performed on (B)(6) 2022. It was reported that the patient experienced pleuritic chest pain and worsen coughs one day post-procedure after completing colchicine course. Oral medication adjustments were made and no diagnostics tests were performed. The event is still ongoing and has not been resolved.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Newton af clinical study pc053, subject ID: (B)(6). Index ablation procedure was performed on (B)(6) 2022. It was reported that the patient experienced pleuritic chest pain and worsen coughs one day post-procedure after completing colchicine course. Oral medication adjustments were made and no diagnostics tests were performed. Additional information further reported that the event was resolved on january 28 2023.